Manufacturer narrative:
(B)(4). The returned microknife rx 3l needle knife was analyzed, and a visual evaluation noted that the cutting wire was broken and the tip had detached. The device was observed under magnification and the cutting wire was blackened and the broken surfaced was bent/kinked. Also, the tip of the working length was blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the kink in the cutting wire could have been generated due to handling and manipulation of the device during use. Also, the interaction between the tissue and the user technique in order to cut the tissue could have caused the cutting wire to break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when a second cut was performed, the needle tip had detached and fell off into the patient. It was successfully retrieved using a rat tooth forceps. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event.